Event description:
Pt had a total hip arthroplasty on (B)(6) 2012. The pt had no acute event, no trauma, no symptoms until this (B)(6) 2018. X-ray performed suggested something broke in the hip. Pt was taken to surgery and the left hip arthroplasty had been noted to have failed. "Either the plastic unstrapped or the metal failed allowing the plastic to break free." The ball started rubbing against the soft tissue and there was black metal in the tissue from the failure. The pt had to have a new hip replacement in approx 6 years. Components placed in 2012: 52 mm limited hole ring loc acetabular shell size 23, +3 high wall 36 mm inner diameter e1 ringloc acetabular liner, 36 mm biolox delta, option ceramic head -6 neck length biolox taper adapter. Pt: (B)(6).